Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and the catheter was not irrigating. The doctor noticed the octaray mapping catheter was not irrigating since there were no drops in drip chamber of irrigation bag setup. Pressurization was checked and adequate pressure was confirmed. The tubing was also checked for stops and kinks. The octaray mapping catheter was removed from the body tubing, was disconnected and irrigation confirmed when not connected to octaray mapping catheter. Tubing connected back to the octaray mapping catheter and confirmed not irrigating outside the body either. No visible obstruction at end of the octaray mapping catheter. Aspirated octaray mapping catheter with a syring, high force on plunger required. Attached irrigation tubing again and noted irrigation only when curve flexed but not when straight. Catheter also appeared to not go completely straight. Replaced catheter with new, no further issues with irrigation of catheter.

Manufacturer narrative:
On 2-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-jul-2024, additional information was received indicating the irrigation was noticed after the octaray mapping catheter had been inserted and in use within the patient. No pump was in use. A pump is not routinely used to irrigate the octaray. A pressure bag is used to create positive pressure in the IV bag, connected to irrigation tubing connected to the octaray irrigation port. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. The device was flushed, and no bubbles, alarms, or obstructed holes were observed during the testing. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).